Manufacturer narrative:
The customer reports that the rns (remote monitoring system) software froze. The system was rebooted to fix the issue. Nihon kohden continues to investigate the reported event. Device not returned.

Event description:
The customer reports that the rns (remote monitoring system) software froze.